Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 76507ud01. A review of tracking and trending for the alinity I b12 assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 76507ud01 and the complaint issue. The historical performance of the alinity I b12 reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I b12 reagent, lot number 76507ud01.

Event description:
The customer observed falsely elevated alinity I b12 results for one 81-year-old male patient diagnosed with chronic gastritis. The following data was provided (b12 reference range 187-882 pg/ml): initial alinity I b12 result was <83 pg/ml, repeated 412 / <83 / 369 pg/ml; serum high-speed centrifugation followed by a retest 315 pg/ml; repeated on another alinity module and the results were 95 and 129 pg/ml. The serum sample was tested, and the results were 205 / <83 / <83 / <83 / <83 pg/ml. The two samples were tested again on this instrument and the results were 117 / 254 / 199 / 200 pg/ml. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I b12 results for one 81-year-old male patient diagnosed with chronic gastritis. The following data was provided (b12 reference range 187-882 pg/ml): initial alinity I b12 result was <83 pg/ml, repeated 412 / <83 / 369 pg/ml; serum high-speed centrifugation followed by a retest 315 pg/ml; repeated on another alinity module and the results were 95 and 129 pg/ml. The serum sample was tested, and the results were 205 / <83 / <83 / <83 / <83 pg/ml. The two samples were tested again on this instrument and the results were 117 / 254 / 199 / 200 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p67-74 that has a similar product distributed in the us, list number 7p67-21 / 31, with 510k number k121314.